Event description:
It was reported that, the patient with this right ventricular (rv) lead exhibited shortness of breath. An xray was performed for evaluation lead location. Upon review, the pacing impedance values were low out of range. At this time, this rv lead remains in service. No adverse patient effects were reported.